Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. However, the lead exhibited high out of range shock impedance when connected to the device. The lead was changed out for another lead. The issue persisted. The device was replaced, and all parameters were within range. The attempted lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. However, the lead exhibited high out of range shock impedance when connected to the device. The lead was changed out for another lead. The issue persisted. The device was replaced, and all parameters were within range. The attempted lead will be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.